Event description:
During the implant procedure, it was reported that the left ventricular (lv) lead was unable to be removed from the introducer. The lv lead was replaced to resolve the event. The patient was in stable condition.